Event description:
Customer reported a display anomaly on her insulin pump. She stated she is having a hard time reading the screen because it is too dark. Customer stated the screen might have been set too far back. A replacement was sent. Customer's blood glucose is 92 mg/dl. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump unit was monitored and had no display anomaly noted. The device had minor scratched display window and cracked display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.